Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and was now high out of range greater than 150 ohms. Technical services discussed bringing the patient into the clinic to evaluate the lead and get actual impedance value with commanded shock. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The physician performed defibrillation threshold (dft) testing, where the test was successful at 41j with an impedance of 92 ohms. Current plan was to continue to monitor the patient. Further information was received that this lead continue to exhibit the on going out of range shock impedance measurements. A dft was performed and a code 1005 indicative of an open circuit condition detected during shock delivery was displayed. The impedance measurements post shock were 142 ohms. Boston scientific technical services (ts) recommended lead replacement. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
Additional information was received that additional troubleshooting was performed due to the high out of range shock impedances. The physician performed defibrillation threshold (dft) testing, where the test was successful at 41j with an impedance of 92 ohms. Current plan was to continue to monitor. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The physician performed defibrillation threshold (dft) testing, where the test was successful at 41j with an impedance of 92 ohms. Current plan was to continue to monitor the patient. Further information was received that this lead continue to exhibit the on going out of range shock impedance measurements. A dft was performed and a code 1005 indicative of an open circuit condition detected during shock delivery was displayed. The impedance measurements post shock were 142 ohms. Boston scientific technical services (ts) recommended lead replacement. No additional adverse patient effects were reported. At this time, this lead remains in service. Additional information was received that a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this product for analysis since it was discarded.